Event description:
On (B)(6) 2012, customer reported to beckman coulter, inc. (Bec) that the unicel dxc 800 synchron clinical system generated initial rate low error messages on patient samples on the total protein (tpm) chemistry. Customer reported that they disabled the total protein (tpm) module. Customer reported that the tpm module had precipitation around the reagent syringe valve and lines 29 and 51 at the y-connector appeared to have a slight leak. Bec field service engineer (fse) evaluated the instrument and determined the tpm waste drain valve was not closing fully and not allowing the cup to drain. The fse replaced the drain valve. On (B)(6) 2012, customer reported that they reran the patient samples that were ran up to 2 hours prior to the tpm failure on another dxc in the laboratory. Customer reported that the rerun results were within plus or minus 0.3 (+/- 0.3) of the original results. Customer reported that they did not submit any amended reports for the patient samples that were ran up to 2 hours prior to tpm failure. Bec analysis of the data indicated that the difference in the results was within the total protein precision claim. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
(B)(4).